Event description:
It was reported that an alert/notification settings issue occurred. Data was not investigated on an individual level. The issue will be reviewed at a strategic level on a regular basis. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.